Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the event was procedure rather than device related. The device was not available for return.

Event description:
It was reported to nevro that a patient had acquired a hematoma following surgical lead procedure that resulted in numbness in lower extremities. The hematoma was drained and the device was explanted. The patient regained full sensation following the explant. Two days after explant, the patient had dense paraplegia and was admitted for a laminectomy.